Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "the patient experienced a lot of pain when standing up and sitting down. The cup failed to have any bony ingrowth, creating a loose fixation in her acetabulum. We explanted her cup, liner, screw, and head. Implanted a tritanium ii revision cup with 2 screws and a 36mm biolox head and liner". Rep reported that hospital would not allow x-rays to be sent back to stryker.